Event description:
The article, "emergent conversion to open heart surgery during transcatheter aortic valve implantation: the presence of a rescue team improves outcomes", was reviewed. The article presented a retrospective, multi-center study to evaluate the outcome of all patients undergoing tavi and the impact of a complete cardiac rescue team to reduce 30-day mortality. Devices included were corevalve evolute r, portico, corevalve, and myval. The article concluded that surgical treatment is rare during tavi. The presence of an expert complete rescue team as support means an increase in survival. Surgery must be used only to restore circulatory and to treat complication while percutaneous approaches should complete the procedure. [The primary and corresponding author was giuseppe nasso, anthea hospital, gvm care & research, 70124 bari, italy, with corresponding email: gnasso@gvmnet.it] the time frame of the study was from january 2020 to august 2023. A total of 825 patients were included in this study, of which 281 (34.1%) received an abbott device. The average age was 79 years and the average gender was male. Comorbidities included coronary artery disease, atrial fibrillation, diabetes, chronic obstructive pulmonary disease, arterial hypertension, chronic kidney disease, aortic valve stenosis, and prior cardiac surgery.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, atrial fibrillation, diabetes, chronic obstructive pulmonary disease, arterial hypertension, chronic kidney disease, aortic valve stenosis, and prior cardiac surgery. Some of the complications reported were cardiogenic shock, perforation, pacemaker implant (surgical intervention), regurgitation, myocardial infarction, acute kidney injury, heart block, bleeding, pericardial effusion, cardiac arrest, pericardiocentesis (unexpected medical intervention), cardiac tamponade, and paravalvular leak. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.